Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and after implantation she experienced severe pain that continuously forces her to go to the emergency room, she is in constant debilitating pain that comes out of nowhere (seen as pelvic pain). Autoimmune diseases was diagnosed. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Autoimmune diseases is regarded as unanticipated. Pelvic pain may occur with essure therapy. In this case, consumer experienced this event about five months after essure insertion. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other event, considering essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. The term disability was mentioned as event outcome and the reporter specified it. Therefore, this case was regarded as incident. Additionally, non-serious event was reported. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded.

Event description:
This case was reported to regulatory authority (reference number: mw5066887) on 21-dec-2016 and was forwarded to bayer on 16-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("after implantation she experienced severe pain that continuously forces her to go to the emergency room, she is in constant debilitating pain that comes out of nowhere") and autoimmune disorder ("she has been diagnosed with autoimmune diseases, she has never had") in a female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. Medical conditions: she never had autoimmune diseases in the past, and had no family history of that. On (B)(6) 2006, the patient started essure (ess205). On (B)(6) 2006, 153 days after starting essure (ess205), the patient experienced pelvic pain (seriousness criterion disability). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) and dyspareunia ("very painful sexual intercourse which feels like her vagina has collapsed"). At the time of the report, the pelvic pain and autoimmune disorder had not resolved and the dyspareunia outcome was unknown. The reporter considered pelvic pain, autoimmune disorder and dyspareunia to be related to essure (ess205). The reporter commented: since implantation she has experienced many side effects. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and after implantation she experienced severe pain that continuously forces her to go to the emergency room, she is in constant debilitating pain that comes out of nowhere (seen as pelvic pain). Autoimmune diseases was diagnosed. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Autoimmune diseases is regarded as unanticipated. Pelvic pain may occur with essure therapy. In this case, consumer experienced this event about five months after essure insertion. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other event, considering essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. The term disability was mentioned as event outcome and the reporter specified it. Therefore, this case was regarded as incident. Additionally, non-serious event was reported. A product technical analysis is being sought.